Event description:
After shoulder case, excessive fluid was noted in neck, arm and chest area. Patient taken to ICU. Case was delayed 47 minutes. Additional information has been requested from hospital. This device is used for treatment.

Manufacturer narrative:
Device is expected for evaluation but not yet returned. A follow up report will be submitted upon completion.